Manufacturer narrative:
(B)(4). The costumer's complaint of blood back flow into tubing could not be confirmed. The product was not returned for failure investigation although requested. The cause of the customer's reported complaint is unk.

Event description:
Customer reported the pump is pulling back fluid with first daily change of IV disposable set. Blood backs up from port-a-cath. Central line into tubing. No pt harm reported. No medical intervention required. No product returned. Customer states that no further pt/event info is available.